Event description:
It was reported that during use, the pump began alarming high baseline and possible helium leak and continued doing so for three days. After trying to correct the problem without success, the patient was switched to another pump. There were no complications.